Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the device alarmed for external ram crc error and unexpected restart alarms. The customer's blood glucose level was 449mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. The pump was found to have passed testing and to be functioning as designed. The customer was advised to monitor the device and call back if issues persist.